Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x37mm stent 12 mm dw tip intracranial stent (enc453712, 8945944) became impeded in proximal of an unspecified microcatheter (mc) could not advance any more. The physician only retracted out the stent alone, the stent was found detached from the delivery wire. The doctor switched to a new stent to complete the surgery with the same microcatheter. There was no patient injury reported. Additional event information was received on 13-jan-2025 indicated that the microcatheter did not kink/bent. The procedure was delayed by 5 minutes, the delay was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x37mm stent 12 mm dw tip intracranial stent (enc453712, 8945944) became impeded in proximal of an unspecified microcatheter (mc) could not advance any more. The physician only retracted out the stent alone, the stent was found detached from the delivery wire. The doctor switched to a new stent to complete the surgery with the same microcatheter. There was no patient injury reported. Additional event information was received on 13-jan-2025 indicated that the microcatheter did not kink/bent. The procedure was delayed by 5 minutes, the delay was not clinically significant. A non-sterile EU 4.5x37mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the detached stent was returned inside a y-connector. The introducer and delivery wire were not returned for analysis. The stent was retrieved from the y-connector and was inspected under magnification. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at (B)(6) and was determined to be acceptable. The issue reported regarding the stent being prematurely detached from the delivery wire is confirmed based on the findings mentioned above; however, the issue reported regarding the impeded condition of the stent cannot be evaluated due to the detached condition of the stent. In order to perform a functional test, the stent must be inside the introducer and attached to the delivery wire. The stent did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment was not originally reported in the complaint and is not considered related to the encountered issue. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.